Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms was confirmed via the submitted log file. The system controller (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 3 hours ((B)(6) 2022 07:34:10 ¿ 10:48:23 per time stamp). Throughout the entire log file, intermittent atypical low voltage advisory alarms were active while connected to battery power on the white power lead. These alarms are atypical in nature due to the alarms activating and clearing without a disconnection and reconnection of the power source. There were no other notable alarms active in the log file. Pump operation was not affected. Additional provided information communicated on 19apr2022 stated that the system controller was exchanged and there have been no further alarms. The product will not be returning for evaluation. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate iii instructions for use entitled ¿equipment storage and care¿ and heartmate iii patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had unusual and frequent low voltage advisory alarms while connected to their mobile power unit (mpu) and batteries. The patient's system controller was exchanged and the alarms resolved.